Event description:
It was reported that this implantable lead was explanted due to dislodgment. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed no abnormalities the lead and tip appear normal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations regarding dislodgment.

Event description:
It was reported that this implantable lead was explanted due to dislodgment. This lead was successfully replaced. No additional adverse patient effects were reported.